Manufacturer narrative:
The field service engineer (fse) observed a small fluid leak around the white blood cell (wbc) housing assembly. The fse replaced the wbc housing and wbc aperture to resolve the issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications. (B)(4).

Event description:
The customer reported approximately ten (10) milliliters of bluish clear fluid leaked from the instrument involving the coulter lh 500 hematology analyzer. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted and no erroneous results were generated. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.